Event description:
An endurant talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The vessels were unremarkable. It was reported that an endurant bifurcated stent graft contralateral limb were implanted and ballooned. The contralateral limb was aggressively modeled with another manufacturer's balloon. The post implant angiogram revealed that there may have been a protruding stent ring of the contralateral limb, and the physician thought initially there may have been a fabric tear. The physician decided to implant another endurant iliac limb, however the endoleak did not resolve. The physician performed another angiogram and determined that the endoleak was most likely a type iii endoleak between the junction of the contralateral limb and the bifurcated stent grafts at the gate area. The endoleak is very small and is likely to resolve on its own. The decision was made to not further intervene. No additional clinical sequelae were reported, and the patient is fine. (Ref MFR# 2953200-2011-00452).

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (cause of type iii endoleak is unknown). Conclusion: (cause of type iii endoleak is unknown).